Manufacturer narrative:
Investigation summary: one photo and one sample was received by our quality team for evaluation. Upon visual inspection of the sample received, illegible scale line printing was observed; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the probable cause of this incident happened when there was a print ink pad change and the manufacturing personnel did not identify the defective parts. Communication was provided to the manufacturing personnel regarding this incident to raise awareness and there has been a revision on how to change and set up printing pads to prevent the reoccurrence of this failure in the future. Conclusion: probable cause for this non-conformance happened at the apex printing machine, if there was printing ink pad changed, the subsequent produced parts of duration had to remove during line clearing. Suspected there was poor throw out by the production technician at the manual-eject station resulted in defective part escapees to the downstream process.

Event description:
It has been reported that one bd¿ syringe, luer slip with needle has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: syringe without graduation marks.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe, luer slip with needle has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: syringe without graduation marks.